Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was rebooted unexpectedly and stuck on login screen. A technical support specialist (tss) connected to the anesthesia station and confirmed that no error indicators were present on the screen. The recovery model was changed from full to simple. The c drive had 37 gigabyte of free space, and the d drive had 39 gigabyte of free space. The station database was found bloated with zero free space; a shrink was attempted but did not reduce the size. Knowledge article - database total size bigger than used size - shrink database files was followed to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was stuck on login screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.